Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 110 mg/dl. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, it was reported that the issue was resolved. Reportedly, the customer continued to use the pump for insulin therapy.